Event description:
It was reported that the patient with this implantable pacemaker system experienced syncope. No out of range measurements were observed. The device was then reprogrammed and troubleshooting did not reveal impedance fluctuations on the right ventricular (rv) lead. However, the patient experienced syncope again due to pacing inhibition and the physician decided to replace both the pacemaker and the rv lead. The pacemaker was successfully explanted and the rv lead was surgically abandoned. The pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable pacemaker system experienced syncope. No out of range measurements were observed. The device was then reprogrammed and troubleshooting did not reveal impedance fluctuations on the right ventricular (rv) lead. However, the patient experienced syncope again due to pacing inhibition and the physician decided to replace both the pacemaker and the rv lead. The pacemaker was successfully explanted and the rv lead was surgically abandoned. The pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported. The device was returned for analysis.